Event description:
Provider alleges the brakes are not holding chair, can be pushed when in gear. No injury. It was learned that the motors were replaced. Please note any further information received will be reported in a supplemental report.